Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the device channel (instrument channel) tested positive with e.coli (300 cfu). The subject device was sent to olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed. Microbiological test at the institute for hygiene and environment in hamburg reported no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. The device was then returned to rrc (regional repair center) hamburg olympus for device evaluation. Device inspection and evaluation passed testing and no issues were found. Below are information on customers cds checklist: aer/ewd reprocessor: model name: getinge ew2. Detergent name: pokayoke by getinge. Disinfectant name: pokayoke a+b by getinge.. Pre-cleaning: performed less than 5 minutes.auxilliary channel flushed with water, forceps elevator moved to raise and lower 3 times (3x) in the water during aspiration. Water aspirated through instrument channel/suction channel with suction pump until the aspirated liquid becomes clear. Pre cleaning to manual cleaning takes less than 60 minutes. Leak test performed in accordance with IFU. Detergent used : mediclean forte by dr. Weigert. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port. Balloon channel. Brush inserted into instrument channel from suction cylinder. Flushed channel : a/w (air water) channel, instrument / suction channel, auxilliary channel. Flushing was not done with accessories dscribed in IFU. Forceps elevator operated up/down with detergent solution. All removeable parts detached from the scope during cleaning. Storage: drying cabinet , vertically hanged, horizontally hanged. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device has been cultured positive several times. The user then sent the device to the oekg (olympus hamburg) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.